Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The previously filed MDR# 3006575795-2024-00638 submitted to the FDA is a duplicate of MDR# 3006575795-2024-00631. Refer to (B)(4) for details. Reference to complaint (B)(4).

Event description:
On 07/29/2024, zyno medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi test @48 which is way higher than the required parameters. No report patient was involved.

Manufacturer narrative:
There are previous complaints on the device not related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).